Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while in the loading sequence, the pump switched screens without any user input and as another button was pressed the display turned off. After the customer turned the screen display turned back on, the cartridge was successfully loaded. The contact was unable to provide further details of the event. Blood glucose was 366 mg/dl. As the event occurred in the past, tandem technical support was unable to determine a cause of the event.